Event description:
Instrument failure- the long t handle and removal tool both stripped while removing the glenosphere.

Manufacturer narrative:
The reason for this failure was due to the t handle and removal tool both stripping while removing the glenosphere. The devices were inspected prior to surgery and accepted for surgery. There was a 20 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the taper tester. There was one non-conforming material report associated with the head distracter ((B)(4)) for discoloration and damaged threads. Three of the parts were return to vendor and the remaining parts were accepted after inspection/functional check. A review of the product complaint report history shows this is the third complaint for this part number for similar damage, a fractured glenoid head inserter, and taper tester. There are four complaints for the tip being bent and one for the thread stripping in the head distractor. The root cause for the failure cannot be determined with confidence, since the number of instances that the instruments were in use is undetermined. There are no indications of a product or process issue affecting implant safety or effectiveness.